Event description:
It was reported that the patient presented in the ER after receiving multiple inappropriate shocks. A magnet was placed over the implant site to suspend high voltage therapy. The device was found to be in bvvi mode. Device download was performed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.